Manufacturer narrative:
Details of complaint: on 7/9/2019 customer stated that cns was experiencing communication loss for 5 minutes and then re-established communication automatically. Customer provided model and serial of the cns; however, provided no further information regarding the issue. No response was received on the follow up attempt. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 5/3/2008. Service history shows the following: 07/09/2019 300175914 - current notification. 06/28/2016 300049222 - not related to communication loss. 04/08/2016 300040558 - not related to communication loss. 07/23/2015 300023265 - related to data transfer to and from emr to cns. Troubleshooting performed on customer it's security and exclusion rules. The issue was resolved, but the root cause was not provided. History for this device shows the reported communication loss involving bedside and telemetry patient was an isolated incident. Due to insufficient data available, the root cause could not be determined. Additional information: cocomittant medical devices are as follows: cns-6201a / pu-621ra central nurse's station 3 units (B)(6). Org-9100a multiple patient receivers 13 units (B)(6). Zm-530pa transmitters 83 units serial numbers: (B)(6).

Event description:
The customer reported that all central nurse's station (cns) on the 1st floor war room went into communication loss. No patient harm reported.

Manufacturer narrative:
The customer reported that all central nurse's station (cns) on the 1st floor war room went into communication loss. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: cns-6201a / pu-621ra central nurse's station (B)(4) units (B)(4). Org-9100a multiple patient receivers (B)(4) units (B)(4). Zm-530pa transmitters (B)(4) units serial numbers: (B)(4).

Event description:
The customer reported that all central nurse's station (cns) on the 1st floor war room went into communication loss. No patient harm reported.